Event description:
A vaxcel rasv PICC was placed for therapeutic purposes in 2oo5. About 2 months later, leaking was noticed upon infusion. A crack was found below the suture wing. The PICC line was replaced.